Event description:
It was reported that bilateral suture placement was attempted in the right and left common femoral arteries (cfas) using the preclose technique prior to an abdominal aortic aneurysm repair. Reportedly, a cuff miss occurred, bilaterally, and another proglide was deployed, in each groin. The aaa procedure was completed without any complications and hemostasis achieved bilaterally with the proglide sutures. The arteriotomy was a 5fr and the vessel was mildly calcified. The physician believed the cuff misses occurred because of the bilateral calcification in the vessel. There was no adverse patient sequela. The physician is reported to be trained in the use of the proglide devices. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Patient reported to be older. Patient reported to be heavy. It is indicated that the device was discarded; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint handling database could not be conducted because the lot number was not provided and the device was not returned for analysis. A femoral angiogram showed mild calcification in the artery, the instructions for use states: the safety and effectiveness of the proglide devices have not been established in patients with femoral artery calcium which is fluoroscopically visible at access site. Based on the information reviewed, there is no indication of a product deficiency. The second perclose proglide device is being filed under a separate medwatch MFR number.